Event description:
It was reported that the caller experienced air bubbles or gaps in the insulin delivery system, specifically located between the pump and the t:lock. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge correctly, which allowed the customer to resume insulin therapy, successfully resolving the issue.